Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 05/18/2016.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat symptomatic uterine fibroids, stress urinary incontinence and a sling was implanted. Concurrent procedure supracervical hysterectomy it was reported that after implantation patient experienced pain, erosion, extrusion, infection, organ perforation, recurrence, bleeding, dyspareunia, hematuria and urinary problems. It was reported that patient underwent cystoscopy with holmium laser lithotripsy of stone and mesh removal of the bladder on (B)(6) 2012 due to mesh erosion into dome of the bladder. (B)(4).